Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spine fusion surgery l4 to s1 on (B)(6) 2009 using rhbmp-2/acs. The patient¿s post-operative period was reportedly marked by increasingly severe pain in her low back and lower extremities. On (B)(6) 2010, the patient underwent a revision surgery. Since the revision surgery, the patient reportedly continues to suffer significant pain and functional impairment. A CT study conducted on (B)(6) 2010 shows that the patient¿s complications include exuberant bone growth at the l5 to s1 level of the spine, hardware failure, and a non-union at the l4 to l5 levels. On (B)(6) 2013, the patient underwent a second revision surgery. Since her second revision surgery, the patient reportedly continues to endure severe back pain, radiating pain to the buttocks, numbness and loss of feeling in her legs and toes, and pain in her calves. It is reported that the patient has significant chronic radiating pain that has gradually increased over time. Following her fusion surgery, pain continuously radiates down her lower extremities.

Manufacturer narrative:
Additional information: pt identifier, relevant tests/lab data, other relevant history, model and lot#, device manufacture date, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: l5-s1 anterior lumbar discectomy; l5-s1 anterior lumbar interbody fusion; application of anterior lumbar interbody device; l5-s1 anterior lumbar instrumentation; l4-5 anterior lumbar discectomy with decompression of the right l5 nerve root and excision of the extreded disc fragment; l4-5 anterior lumbar interbody fusion; application of anterior lumbar interbody device l4-5; application of anterior lumbar instrumentation l4-5; l4-5, l5-s1 posterior instrumentation fusion, segmental; l4 bone marrow aspirate; intra-op emg monitoring; for pre-op and post-op diagnosis of: l4-5 recurrent disc herniation; l4-5 degenerative disc disease; l5-s1 degenerative disc disease. Instrumentation: anterior l4-5, peek cage with anterior titanium plate; l5-s1, peek cage with titanium anterior plate; l4-5, l5-s1 posterior facet instrumentation. As perop notes: ".. The bone marrow aspirate was then placed onto the bmp sponges after they matured. The sponge was then packed into the cage and it was impacted into placed between l5 and s1 vertebral bodies and recessed approximately 2 to 3mm.. The rhbmp-2/acs was then placed into the device. The device was then impacted into place between l4 and l5 vertebral bodies, recessed approximately 2mm, thus completing the interbody fusion.. Patient tolerated the procedure well.." On (B)(6) 2009, patient underwent c-arm fluoroscopy for l5-s1 fusion. On (B)(6) 2009, patient underwent ap chest. On (B)(6) 2009, patient underwent cta chest. Impression: no pulmonary emboli; small left pleural effusion. On (B)(6) 2010, patient underwent digital full field bilateral screening mammogram. On (B)(6) 2010, patient underwent upper gi and small bowel series. Impression: unremarkable postoperative appearance. On (B)(6) 2010, patient underwent left diagnostic full field digital mammogram. Impression: no radiographic evidence left breast malignancy; recommend annual mammographic screening. On (B)(6) 2010, patient underwent CT of lumbar spine. Conclusion: normal segmentation with lordotic alignment of five lumbar type vertebrae, postoperative findings status post interbody fusion at l5-s1 and l4-5 with trans-laminar facet screw instrumentation posteriorly and specific findings as follows: solid appearing interbody fusion at l5-s1 with residual dorsal endplate osteophyte, moderate bilateral facet arthropathy, and mild narrowing of the left neural foramen; indeterminate interbody fusion at l4-5 with moderate bilateral facet arthropathy and no stenosis or impingement; mild l3-4, l2-3 and l1-2 disc degeneration with small paracentral disc protrusions on the right l2-3 and on the left at l1-2; mild facet arthropathy at multiple levels within the upper lumbar spine. On (B)(6) 2010, patient underwent CT of lumbar spine with reformations. Conclusion: unchanged solid-appearing interbody fusion at l5-s1. Interbody fusion at l4-5 remains unchanged in appearance and is indeterminate; as of yet incomplete facet arthrodesis on the right at l5-s1 and bilaterally at l4-5 with unchanged areas of lucency along the tips of the right l5-s1 and bilateral l4-5 translaminar facet screws that are worrisome for instrumentation loosening; unchanged annular bulging at l3-4 and l2-3 with unchanged 2mm right paracentral disc protrusion at l2-3, but no central stenosis is seen; no acute bony fracture; mild facet arthrosis on the left at l5-s1 and bilaterally at l4-5. On (B)(6) 2010, patient presented for pre-op evaluation. On (B)(6) 2010, patient underwent following procedure: exploration of fusion l4-5 and l5-s1; revision of fusion l4-5 posterolateral; l4-5 posterior instrumented fusion, non-segmental; removal of l4-5 posterior instrumentation; bone marrow aspirate right posterior iliac crest; right posterior iliac crest bone graft harvest; use of non-structural allograft for spinal surgery; intra-op emg neuromonitoring; for pre-op diagnosis of: l4-5 nonunion; and post-op diagnosis of: l4-5 non-union with solid l5-s1 fusion. No complications were reported. On (B)(6) 2010, patient underwent c-arm fluoroscopy for l4-5 revision posterior fusion. On (B)(6) 2010, patient underwent sacroiliac joint arthrography and blockade; left joint and right joint. Conclusion: both sacroiliac joints appear morphologically normal, with intact articular cartilage; complete absence of initial pain relief following intra-articular blockade of both joints (r0 response). On (B)(6) 2011, patient presented for office visit for anemia. On (B)(6) 2011, patient underwent MRI of lumbar spine. Conclusion: the patient is post 360 fusion at l4-5 and l5-s1. The fusion appears to be solid, although visualization in this regard is limited by metallic artifact at both levels. There is no spinal stenosis nor neural impingement identified, there is no abnormal enhancement following injection of gadolinium. There is lateral misdirection of the right l5 pedicle screw, but this doe not result in any neural compromise, at the l5-s1 level, there is mild central annular bulging without neural impingement; at l3-4 level, there is mild to moderate central stenosis with compression of the thecal sac, primarily due to an abundance of epidural fat constricting the thecal sac, along with mild annular bulging; the remaining lumbar and lower thoracic intervertebral discs are otherwise normal. There is congenital anterior fusion incidentally noted at the t10-11 level; no abnormal enhancement is identified following administration of gadolinium on this study. On (B)(6) 2011, patient underwent CT of lumbar spine post fusion. Conclusion: solid anterior and posterior fusion from l4 to the sacrum with no complications identified. No recurrent spinal stenosis is apparent; adjacent segments are unremarkable; no fractures are identified. On (B)(6) 2012, patient underwent bilateral full field digital screening mammogram. Findings: breast tissue is composed of scattered fi broglandular densities. No radiographic evidence of malignancy. No significant change from previous mammogram. On (B)(6) 2012, patient underwent MRI of lumbar spine with and without gadolinium enhancement. Conclusion: solid appearing fusion of l4 through sacrum; mild bulging of the l3-4 disc with mild narrowing of the central spinal canal; disc degeneration at l2-3 with dorsal annular bulging and a small posterior tear of the disc annulus. No neural compression, however. On (B)(6) 2012, patient presented for follow-up for MRI evaluation. On (B)(6) 2013, patient underwent mammogram full field digital screening bilateral. Impression: need additional imaging evaluation and/or prior mammograms for comparison. On (B)(6) 2013, patient underwent mammogram and ultrasound. Impression: by mammography and ultrasound no evidence of malignancy is seen. Routine follow-up is recommended.